Manufacturer narrative:
Devices not returned to manufacturer.

Event description:
Hong bae jeon, dong hee kang, ja hea gu and sang ah oh (department of plastic and reconstructive surgery, dankook university hospital, dankook university college of medicine, cheonan, korea) reported a study where a total of 234 patients with a maxillofacial fracture underwent surgical treatmentfrom march 2006 to october 2013.173 of the 234 patients were operated with inion cps plates. According to the results, 5 male patients, aged between 28 and 56 years, operated with inion cps plates (1.5 mm and 2.0 mm) had a foreign body reaction with fibrosis at 10 - 21 months postoperatively. A secondary operation to remove the fibrous tissue was required in all five cases.inion cps complication rate in this study was 2,9%:- 3 locations at the frontozygomatic suture with 2.0 mm plates- 2 locations at the infraorbital rim with 1.5 mm plates.authors write that no risk factors of a foreign body reaction, namely gender and material type, could be found. Most of the complications occurred in the frontozygomatic suture, which was fixed with a large-volume, 2.0-mm-thick bioabsorbable plate and 7-mm screws.tissue reaction is a known risk (adverse event, anticipated risk), which always exists with all biodegradable implants, and which is also clearly stated in the product IFU. These reactions typically occur first 1-2 years postoperatively and do not affect bone healing negatively or cause permanent damage or impairment. Tissue reactions are possible when the device degrades, especially when a plate is implanted under a thin soft tissue layer. However, the occurrence rate has been reported to be very low with polylactic acid based implants.